Event description:
The customer reported eight (8) patients had erratic results on ion selective electrode (ise) for sodium, potassium and chloride due to low anion gap values involving their dxc 700 au clinical chemistry analyzer. The results were reported outside the laboratory; however, those were later amended. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
Beckman field service engineer (fse) evaluated the dxc 700 au clinical chemistry analyzer and noticed bubbles were in the tubing. The fse replaced the valve and the syringe to resolve the issue. The fse performed calibration and quality control, which all passed. The fse verified the analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).